Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2011, as a result of cardiac arrest, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products.